Manufacturer narrative:
The sponge and label in question were accounted for, as were all sponges used during the procedure, and no patient harm was reported or expected. This particular label was noticed right away by the surgical staff. If it had not been noticed immediately, the line of site nature of bar code technology and the requirement to scan every individual sponge label after use and before closing the patient acts to ensure staff is properly alerted to any label issues prior to closing of the patient. Because the sponge in this incident had previously been placed into a chilled dilution of papaverine hcl solution in normal saline (60mg in 30ml, 0.2%), it was discussed whether this could have affected the adhesion of the label to the sponge in any way. Because previous testing of the integrity of the adhesion of the bar code labels to sponge material in saline solution under significantly more extreme conditions demonstrated no label separation (36 hours frozen in saline solution, defrosted and confirmed) it is not expected that exposure to the chilled dilution of papaverine hcl solution in normal saline had an effect on the label. All information has been gathered and investigation is in process.

Event description:
It was reported that a bar code label partially separated from a sponge during a procedure. The partial separation was noticed immediately by the surgical staff and both the sponge and label were properly accounted for, as were all the other sponges used during that procedure. No adverse effect to the patient was reported or expected.